Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an interrogation, a message related to integrity of the system was displayed. Preliminary analysis confirmed the reported behavior. The hard disk should be replaced.

Event description:
Reportedly, during an interrogation, a message related to integrity of the system was displayed. Preliminary analysis confirmed the reported behavior. The hard disk should be replaced.